Manufacturer narrative:
The insulin pump unable to prime during prime alarm test due to loose drive support disk.

Event description:
It was reported that the insulin squirted out of the insulin pump during the priming process. Advised customer that the insulin pump will be replaced. Nothing further reported.